Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The physician advanced the 2.50 x 16 mm liberte monorail coronary stent delivery system (sds) to the "front" descending artery and then began to inflate the balloon in order to release the stent. However, the physician noticed that the balloon did not inflate. The physician withdrew the device from the pt and it was noted that the stent was not on the balloon and the balloon was "unchanged". No pt complications were reported with the pt's current condition listed as "stable". Add'l info was requested but none was rec'd.